Event description:
It was reported that a clock not set event occurred. The recorded data indicated that a time/ date stamp reset occurred after (B)(6) 2023 at 09:52:10. The data was unable to tell what caused the reset. The emergency backup battery (ebb) count was also increased after the reset indicating a complete loss of power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of a corrupted controller clock. Although a specific cause could not be conclusively determined through this evaluation, the account indicated that the patient fully depleted their external 14 volt batteries and system controller backup battery. The lvad periodic log file contained events from (B)(6) 2023. The log file captured clock resets to the default date on approximately (B)(6) 2023 and on approximately (B)(6) 2023. The clock was reset to the appropriate date on approximately (B)(6) 2023. The lvad log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. The heartmate 3 lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section of the patient handbook provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 5 ¿alarms and troubleshooting¿ details system controller alarms and how to resolve them. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of loss of power on (B)(6) 2023 was determined to be patient (user) error and there was no known adverse patient impact.